Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was bent and would not properly release the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the incident occurred when the surgeon was trying to clip a vessel. The clip seemed to be stuck in the instrument and would not release. They used a back-up clip applier instrument. The procedure was completed successfully with no injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.